Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced abdominal pain that is worsened by urination, mesh erosion and mesh exposure. A removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.